Manufacturer narrative:
Medical device problem code: (B)(4). Medical device problem code: (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophagogastroduodenoscopy (egd) with banding procedure performed on (B)(6) 2022. During the procedure, once the bands were deployed onto the tissue, it broke into half and then fell off. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event.